Event description:
A customer reported an issue with fill resistance. The customers blood glucose (bg) was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Cause of high bg was due to not being able to insert their insulin into the cartridge and resume insulin therapy in time. Customer successfully resolved the issue and resumed insulin therapy.